Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not power on and she was unable to test her blood glucose. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged power issue began on the morning of (B)(6) 2020. The patient manages her diabetes with isophane insulin (self-adjuster). The patient denied making any changes to her usual diabetes management regimen when she was unable to perform a blood glucose test due to the alleged issue. The patient reported that at midday on (B)(6) 2020, she started to feel "thirsty and urinate constantly." In response to the symptoms, the patient claimed she tested her blood glucose on a neighbor's meter (ultra mini) and result of "over 600 mg/dl" was obtained. She then contacted her doctor who advised her to go to the emergency room (ER) immediately. The patient claimed she was treated at the ER with intravenous (IV) fluids and insulin. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The cca confirmed the correct test strips were being used for testing. The cca noted the meter would power on manually when the power button was pressed but not when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received medical intervention for an acute high blood glucose excursion after the alleged meter issue began.